Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicated the device was switching itself on automatically. The device was also exposed to extreme temperatures of 50 degrees c and more. Previous experience has told us that the reported symptoms can be caused by a problem with the device membrane. Storing the pad device and pad paks in inadequate conditions where it can be exposed to adverse conditions can also affect the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.